Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The following functional tests were performed: the philips remote service engineer (rse) talked to the customer biomed and confirmed the device had no audio due to the speaker cable is damaged. The rse arranged and ordered a for a replacement speaker assembly to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker due to a damage cable. The reported problem was confirmed. A replacement speaker assembly was sent to the customer. The customer is taking responsibility for servicing/repairing the device. The device remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was no audio. The device was not in use on a patient. There was no report of patient or user harm.